Event description:
The customer reported that during an event the guidewire (stylet) would not come out of the feeding tube even with the line being flushed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One device was received for investigation. The device was inspected, and the reported condition was not observed, the stylet was removed without issue. As such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.